Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged and there was loss of capture (loc) noted. A revision procedure was performed and upon multiple attempts, the helix would not retract. This ra lead was removed from the patient and a new ra lead was successfully placed. No other adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the complete lead was returned and the helix was extended. Upon visual inspection it was noted that there was dried blood and body tissue in the helix. The conductor coils were deformed at 19 millimeters (mm) from the terminal pin and again 320mm-323mm from the terminal pin. The helix failed to retract most likely due to the dried body fluid noted in the mechanism. The complaints of the lead dislodgement and loss of capture were not confirmed. The lead passed all electrical tests and was found to be within specification.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.